Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt on (B)(6) 2014 to the patient with brain tumor ((B)(6)). The initial setting pressure is unknown. Soon after implantation, the patient had meningitis. Since it was also noted that the fluid did not flow through the device, the surgeon replaced it with the same new product on (B)(6) 2014. The setting pressure is unknown. The surgeon suspects that meningitis may be a possible cause of the occlusion of the device. The patient is now followed.

Manufacturer narrative:
The position of the cam when valve was received was 40mmh2o. The valve was visually inspected; biological debris was noted on the housing; and a needle hole was noted in the needle chamber. The valve was irrigated with purified water, an occlusion was noted at the ruby ball, the ball was unstuck, the valve was irrigated again, and no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. A leakage was only noted from the hole in the catheter, no other leakage was noted. The valve was tested for programming. The valve failed the test. The valve was then pressure tested, the valve failed the test. The valve was reflux tested. The valve failed the test. The valve was dismantled; biological debris was noted on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam, on the cam mechanism and on the base plate. Review of the history device records confirmed the valve 82-3842, lot number crbddm, was conformed to the specifications when released to stock on the 17th march, 2014. Review of the sterilization certificate confirmed to the specification when released on the 3rd march, 2014. The root cause for the flow problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam, on the cam mechanism and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.